Manufacturer narrative:
Date of event: unknown. Device lot #: unknown. Medical device expiration date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after using the 23 g x .75 in. Bd vacutainer® push button blood collection set and retracting the needle, the phlebotomy supervisor placed an evacuated tube on the back end to pull the remaining blood out of the device tubing for testing. Instead, the blood squirted out of the front and on to the patient's bed sheets.